Manufacturer narrative:
Upon additional information, customer had indicated that the issue was related to the new third party bags. These are supplied to us by epic medical. Baxter does not have complaint handling responsibility for this product.

Event description:
It was reported that an unspecified exactamix empty eva (ethylene vinyl acetate) bag had not been fully spiked causing a leak during patient use. The device contained total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.